Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while testing with bd bactec¿ fx, instrument top, packaged a false positive result occurred. Confirmatory testing was performed using gram staining. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: false positive. Aeq on erroneous results: was this qc, survey or patient samples? Patient. What was the result of the bd test? False positives as reported. What confirmatory testing was performed and what was the result? Immediate gram stain from positive bottle was negative and no growth with subculture to plate.

Manufacturer narrative:
H.6: investigation summary: customer reported "false positive" on "instrument top bactec fx" (catalog number: 441385 and serial number: (B)(6)). Field service engineer was dispatched. Individual racks were checked (20 racks per instrument), racks were removed and seated properly, the improper seating of rack can cause the rack to go offline and can cause fp¿s. Complaint is confirmed and root cause of false positives is not known. Review of device history record for instrument is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for this instrument and no additional work orders were observed for the complaint failure mode reported. Samples were received in the form of log files and revealed that significant temperature drop caused by prolonged drawer opening, which was corrected by user training and the duration was reduced, thus reducing the fp rate. Complaint history for ¿results¿ was reviewed for the month of february 2022. The upper control limit was not breached, and trends were not identified associated with this defect. Per baltrmbactecinstraph revision 15, the error related to this complaint is considered user inconvenience, which is an s1; reference row ID 1.2c. No new risks or hazards were identified.

Event description:
It was reported while testing with bd bactec¿ fx, instrument top, packaged a false positive result occurred. Confirmatory testing was performed using gram staining. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: false positive. Aeq on erroneous results: 1. Was this qc, survey or patient samples? Patient. 2. What was the result of the bd test? False positives as reported. 3. What confirmatory testing was performed and what was the result? Immediate gram stain from positive bottle was negative and no growth with subculture to plate.